Event description:
Ventilator had a frozen screen and would not give breaths. Anesthesia bagged patient while ventilator replaced. Flu action: vent is out of service and being repaired. Display went bad but vent function ing and ventilating pt per biomed dept.